Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery where electrocautery may have been used. The patient did not remember if they placed the device in surgery mode. The cp logs were sent to technical service. A review of the cp logs by technical service showed the generator never entered a bondable state. A review of documentation supplied with the ipg states that electro-surgery devices should not be used in close proximity to an implanted system. The patient was scheduled for an ipg replacement, but it was cancelled due to high glucose levels. The procedure would not be rescheduled until the levels were down. As such the record would be closed and reopened as needed. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. It's unknown if patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.